Event description:
It was found during investigation of a returned pump that the flex sensor was defective. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The service history was reviewed, and previous repair may be related to current complaint. The device was visually inspected. Battery door missing, lcd lens damage was noted. Functional testing was performed. The latch lock test failed. The allegation made by the complainant was confirmed. The probable root cause of the reported error is defective flex sensor. The latch lock sensor, battery door and lcd lens were replaced. The device passed all functional testing after repair.